Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient was not showing on the device. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the communication was normal. A technical support specialist (tss) dialed into the station and checked the data sync debug logs, verified that communication was normal and functioning properly. The customer reported that the patient update was showing as discharged, and noted that if the patient were still admitted, a new admit message would be required. The customer confirmed that the patient had been discharged. The system functioned as intended after the technical support specialist investigated the device.